Manufacturer narrative:
(B)(4). Additional information: intra-operative video received. Based on the video evidence of the subject ecr60b cartridge the belief is that there was tissue milking that caused the staples to not form properly, but unfortunately there is not enough evidence to conclude definitively that this is the cause.

Event description:
It was reported that during a laparoscopic mini gastric bypass procedure, after firing the blue reload by the device, the stomach was partially stapled and malformed staples were clearly visible. Immediately, by using a suture, they were able to stop the bleeding and fired one more reload to staple properly.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis results showed that one ecr60b cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the patient given any blood products? If yes how much was the patient given? Patient was not given any blood products.